Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained data spanning approximately 2 days (B)(6) 2021, per the timestamp. The log file captured multiple low external power hazard alarms on (B)(6) 2021 at 12:12 and 12:14, on (B)(6) 2021 at 00:28 and at 09:25, 10:52 and 10:53, and at 12:05, 12:06 and at 12:07 due to losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power. The no external power events were resolved when power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The (B)(6) was not returned for evaluation. According to the additional information the (B)(6) had been disposed of, but it was operational at the time of the event. As the (B)(6) associated with the event is unavailable for analysis, the exact cause of the reported event was unable to determine through this analysis and the complaint file will be closed accordingly. The device history records for the mobile power unit, serial number (B)(6) were reviewed and showed the device was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 02may2019. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient communicated that they were receiving multiple external power disconnects and low voltage hazard alarms while attached to their mobile power unit (mpu). The patient had tried various outlets in his home and is still getting the alarms. The mpu shows no faults when plugged in. The customer requested a review of the log file in an attempt to determine if the issue was with the patient's mpu or the power at his homes. Technical services (ts) reviewed the log file and observed no external power and low power hazard alarms as mentioned while tethered on the mpu. The controller was momentarily disconnected from an external power source, causing the controller to momentarily operate on its emergency backup battery (ebb)/power save mode. This was caused by power to the mpu being briefly interrupted. Additionally, it was reported that the mpu had been disposed of, but it was operation at the time of the event. The mpu reportedly did have a v-lock connector on the a/c power cord. The power cord did not come loose at the wall/outlet or back of the unit. The patient denied total power loss to the home, but they did note some lights flickering in the home during the event.